Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had exhibited multiple high out of range pacing impedance measurements of greater than 2000 ohms. The physician believes the high impedances to be attributed to a lead-tissue interface issue. No changes have been made at this time and the rv lead remains implanted and in service. No adverse patient effects were reported.